Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the constrained liner (implanted (B)(6) 2019) from the shell (implanted (B)(6) 2018). Surgeon reported contributing patient factor of dementia. The constrained liner and femoral head were revised to the same catalog numbers. Rep provided the revision usage sheet, and confirmed there are no allegations against the revised femoral head and that no further information will be released by the hospital or surgeon.